Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to visual issues of debilitating halos and glare. The explant was replaced with another johnson & johnson lens, model dcb00 20.5d, no adverse events. The patient was doing well post-operatively (op). Suspect lens is unknown if coming back for evaluation. No other information was provided.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: further information was provided and reported there was no patient injury and that the explanted iol was discarded. The surgeons email address was also provided. Therefore, it is being captured in this supplemental report. The following sections have been updated accordingly: section e1: email address: (B)(6) section h6: type of investigation: 4115 device discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.